Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown right gel mentor implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown mentor gel breast implants which the left side ruptured and there was also issue with capsular contracture after implantation. The issue diagnosed during the physical examination. As a result patient underwent removal and replacement with another mentor gel implant, catalog number 3503251bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 6/14/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/27/2028, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor the device contained clear gel. Red material was observed within the device. During examination product evaluation team identified a partial delamination of the shell to patch junction. Leak test was performed, and a leak was observed on the delamination area. No other anomalies were observed. Complaint was confirmed. The cause of the delamination could not be determined. Rupture is a known complication associated with these devices and is referenced in our pids. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/14/2018, additional information indicated the device is mentor memory gel, 325cc, catalog number 3544325, lot number 5563923. Manufacturer¿s reference number: (B)(4).